Manufacturer narrative:
Title: pull technique versus open surgical removal of the catheter for peritoneal dialysis: a retrospective cohort study source: clinical and experimental nephrology (2022) 26:827¿834 accepted: 29 march 2022. Concomitant medical products: product ID: unk pd peritoneal catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the literature, a retrospective study from april 2015 to october 2019 compared the outcomes of patients with peritoneal dialysis catheter removal with either the pull technique or the open surgical technique. There were 80 participants who had all previously received a standard double cuffed straight tenckhoff pd catheter. It was also stated that 3 patients had catheter laceration, 4 patients had catheter malfunction, 4 patients had catheter leakage and 3 patients experienced dialysate leakage after the pd catheters were reinserted immediately after removal. The complications necessitating pd catheter removal included catheter laceration, catheter malfunction, and leakage. The authors also discussed complications after pd catheter removal which included dialysate leak after reinsertion of pd catheter. There was no reported patient outcome. Pull technique versus open surgical removal of the catheter for peritoneal dialysis: a retrospective cohort study / ding q., zhang b., liu m., li x., zuo l. / 2022 / clinical and experimental nephrology.